Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer reported that the alarm was not annunciated and the customer was unaware that insulin was not being delivered. The customer's blood glucose (bg) level was 300 mg/dl. The customer administered a manual injection. During a follow up with tandem technical support, troubleshooting was performed and the speaker was confirmed to be working. The customer was ultimately able to clear the alarm and bg levels stabilized to a range from 160 to 201 mg/dl.. Reportedly, the customer would continue use of the pump for therapy.